Event description:
It was reported that the surgeon had a follow up pt visit and discovered, on x-ray, a radiolucent line through the tm patella. The pt was not experiencing any pain or discomfort. The pt rec'd the tm patella on (B)(6) 2009 and was revised on (B)(6) 2015. The tm patella was replaced with a cemented patella. The pts attorney requested the implant so it could not be retrieved.

Manufacturer narrative:
Investigation is in progress.